Event description:
Device 3 of 3. Reference MFR report#1627487-2019-03806, reference MFR report#1627487-2019-03807. It was reported that the scs trial helped the patient. As a result, drg system was explanted and replaced with a scs system. Therapy was restored post-procedure.